Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient resented with high, out of range lead impedance due to possible clavicular crush or lead fracture. X-ray did not reveal any additional issues. No changes were made at this time. The patient is stable. Further actions will be discussed with the physician.